Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be fixed after several reposition attempts. The ra lead was not used and replaced. The patient was in stable condition.